Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of birth - 1944. (B)(4). This product is not cleared for distribution in the u.s. However, this report is being submitted as zimmer biomet in warsaw, indiana manufactures a similar device in the united states under 510k number k051411. This report is number 3 of 4 MDR;s filed for the same patient (reference 1825034-2016-04135 and 3002806535-2016-00789/00790/00791).

Event description:
It was reported that patient underwent closed reduction of right hip twenty-six days post-implantation due to dislocation and subluxation.